Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade ii, rupture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel, 250cc on the left, and 190cc on the right side silicone breast implants which bilaterally had issue with capsular contracture baker grade ii, and left was ruptured after implantation. Patient began to notice a change in breast, gynecologist recommended ultrasound. Ultrasound confirmed rupture and capsular contracture . Patient stated pain in both arms and a "weird sensation" in both breasts. Rupture confirmed via ultrasound and during removal surgery the issue was confirmed by the physician. Capsular contracture baker grade for both sides were ii. As a result patient underwent bilateral removal and replacement with eurocilicon de gel cohesive on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
On 5/25/2020, mentor became aware that this complaint has been identified as a duplicate of manufacturer report number 1645337-2020-03326. This manufacturer report number 1645337-2020-03326 will report the final reporting and complete documentation of this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information indicated that the device was discarded by the hospital. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).